Event description:
Healthcare professional reported left side "a CT scan showed a mass on the chest wall side under the implant. Metastasis was also seen for axillary lymph nodes. Bia-alcl was suspected, so surgery was scheduled for a pathology test". Histopathological markers of cd30+ and alk- have not been provided. Device remains implanted.

Manufacturer narrative:
Surgery has not occurred for the patient at this time to determine pathology. Histopathological markers of cd30+ and alk- have not been provided. A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review, the device will not be returned for analysis in the device analysis laboratory. However, the reported events are classified as medical and they are unable to observe, therefore, they are unable to be confirmed. A review of the current risk documents was performed and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma-alcl-suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. The events of lymphoma-alcl-suspected, lymphadenopathy, breast mass are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected, lymphadenopathy and breast mass (lump/nodule)

Event description:
Previously reported event of bia-alcl suspected will be unreported as the provider recently reported the "bia-alcl was negative".

Manufacturer narrative:
Previously reported event of bia-alcl suspected will be unreported as the provider recently reported the "bia-alcl was negative". Additional, changed, and/or corrected data: b2 b5.